Manufacturer narrative:
The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: seroma; capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "capsular contracture, [baker grade unknown] and patient developed a seroma at the site of insertion. The rash with the natrelle implant occurs in same location as site of seroma". This record is for an unknow side. The device remains implanted.